Event description:
This is a report from global pharmacovigilance and is a spontaneous report from the home patient's (hp) girlfriend with supplemental information from the home patient's nurse to report that the home patient was in the hospital from (B)(6) 2012 - (B)(6) 2012 due to peritonitis and a catheter issue coincident with dianeal therapy. Per the hp's rn, the hp experienced a touch contamination (location unknown) and acquired peritonitis. Follow-up information was provided by the hp's rn on (B)(6) 2012: the hp was discharged from the hospital on (B)(6) 2012 and retraining on proper aseptic technique was performed at that time with the hp. The hp is currently undergoing antibiotic therapy and is being treated with vancomycin (lot number not reported), 1500mg intraperitoneally (ip) every 5 days for 3 weeks. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained. The hp is recovering from the episode of peritonitis and continues on peritoneal dialysis with no further complications noted. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.